Event description:
Patient reported "suspected rupture" on an right side. Additionally, right side calcification was reported. Also, "nipple skin was proven as paget's disease" was reported but is considered not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "suspected rupture" on an unknown side. The device remains implanted.